Event description:
Oracle ro (B)(4): casette error.

Manufacturer narrative:
A sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. The physical condition of the pump was good. The tamper seal and battery door were missing. The event history log was reviewed and found four occurrences with high alarm displayed cassette not attached properly. Performed functional check. Performed nda testing of pump. The reported problem was duplicated. There was a cassette not attached properly error alarm just when a disposable cassette was attached to the device during the investigation. The dso sensor was defective and inoperable. Dso sensor. The dso was replaced. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a DHR review was not performed. Service history review identified this device has not been in for service previously.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. No information has been provided to date.

Event description:
It was reported that during a returned order service a cassette error occurred. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.